Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. There were no visual or functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the restoring hartmann procedure, the gia open stapler did not fire the third reload while transecting the bowel. Another gia80 was opened in order to complete the case. No patient injury was reported.